Manufacturer narrative:
(B)(4). The insulin pump received with detached, missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o ring noted. The test reservoir does not stay locked in place due to detached, missing retainer. Unable to perform displacement test due to detached, missing retainer.

Event description:
Information received by medtronic indicated that the reservoir lip ring was broken. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.